Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. In the evaluation, the reported phenomenon was not duplicated. It was confirmed that the subject device passed a leak test. There was no anomaly found even if the universal cord or the video cable was twisted, or the subject device was fully angulated up/down/right/left. The above electrical substrate has been used for more than ten years since the subject device was delivered to the user facility. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has been returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that disappearance of the endoscopic image occurred during an unspecified procedure. The facility completed the procedure replacing the subject device with a similar but different scope. There was no patient injury reported.